Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker was explanted due to an infection. No patient condition was reported.

Manufacturer narrative:
Correction d10: added concomitant medical products which are tendrils as it was missing in the initial report (2017865-2025-97597).

Event description:
New information received notes that that the patient presented for follow-up in clinic with the skin of the device pocket appearing tender and swollen. The patient's right ventricular lead was noted to have vegetation as visualized with transesophageal echocardiography. The pacemaker and right ventricular (rv) lead were explanted due to infection. The patient was in stable condition.